Event description:
It was reported that pairing failure occurred. The patient was hospitalized for 2 days after her sensor failed to pair with her insulin pump on (B)(6) 2026, preventing her from receiving the correct insulin dosage. The patient was unable to provide full clinical details about the event. The patient reported the hospitalization to be related to the pairing failure. She was only wearing her insulin pump and since it was not reading her bg, pump was not giving her the right amount of insulin (3 basal/hr) causing hyperglycemia. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.